Event description:
The device was implanted on (B)(6) 2012. The surgery was uneventful and the pt was released from the hosp. When the pt returned for x-rays during the lengthening phase, the physician noted that the device had stopped lengthening. The physician decided to remove the implant and replace it with a new precise rod. When he tried to remove the rod, the set screw broken and the extension rod separated from the actuator portion. The actuator was eventually explanted. The physician noted that he did not over ream the intramedullary canal enough which caused the device to be too tight within the canal.